Manufacturer narrative:
Sientra complaint #: case (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional; creases were observed. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade unknown, right side.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side capsular contracture, baker grade 3.

Event description:
Bilateral patient claimed systemic and breast implant illness, symptoms: fatigue, brain fog, weight gain, intermittent fevers, anxiety pain in the knee joints, dry skin, hair loss, dry eye, bloating, temperature intolerance, heavy menstrual periods, occasional tension headache. Bilateral capsular contracture, baker grade 4, right-side.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.